Event description:
Unknown if product fault occurred while in use with a patient.

Manufacturer narrative:
Unknown if product fault occurred while in use with a patient.

Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. While testing, it was found that the printed wire assembly (pwa) board was not functioning properly. The pwa board was replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be an inoperable pwa board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited battery depleted alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.